Manufacturer narrative:
This event was assessed and is being reported as a part of a retrospective review of events, which was in response to MDR criteria revisions and on-going process improvements. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported overheating issue. The printed circuit board was replaced as a preventive measure. Software errors were logged in the hard drive, so it was reconfigured and software reloaded. The media bay door was also noted to be broken. (B)(4).

Event description:
It was reported overheat and video hardware issues were noted with the programmer. An error message was seen multiple times. The programmer was returned for repair. There was no patient involvement.